Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. (B)(6). Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that a unspecified bd¿ syringe had a cracked along the syringe longitudinally. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. Medical catalog #: 990173; medical device lot #: 8148805; medical device expiration date: 2023-05-31; unique identifier (UDI) : (B)(4); device manufacture date: 2018-05-28. Investigation summary: a DHR, maintenance record analysis, and quality notification analysis were performed. No deviation was found for this batch. No samples / photos were sent by the customer. It was not possible to perform an investigation and determine the root cause for the occurrence. The manufacturing process was validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. Investigation conclusion: no samples / photos were sent by the customer. It was not possible to perform an investigation and determine. The root cause for the occurrence. Root cause description: no samples / photos were sent by the customer. It was not possible to perform an investigation and determine the root cause for the occurrence.

Event description:
It was reported that a bd plastipak¿ syringe with luer slip had cracked along the syringe longitudinally. There was no report of exposure, serious injury or medical intervention.